Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulty in breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP devices sound abatement foam become degraded and cause the patient having headaches. There was no report of serious or permanent patient harm or injury. The new information has been added that the patient alleged having pulmonary hypertension and breathing problems. Section h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging difficulty breathing. It was also alleged that the patient was with history of pulmonary hypertension, heart failure and copd which was diagnosed 5-6 years ago. These diagnoses came after patient was in a coma for two months due to cardiac and respiratory arrest. Patient was taking fluid pills, high blood pressure pills and other medications. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b7 updated as per additional information.